Event description:
It was reported that the patient stated that the device malfunctioned and now their health is not the same. It was also reported that the device was at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated that the device malfunctioned and now their health is not the same. The device was explanted and replaced. No patient complications have been reported as a result of this event.